Event description:
Over the weekend on (B)(6) 2016, it was reported that a trauma patient came in and went to the or where the physician placed an integra icp catheter. Initially they were getting icp readings of 6, but after the physician closed, the camino monitor was reading catheter malfunction. The monitor was turned off and trouble shooting took place by the or staff. The picu nurse educator was called and a 2nd camino monitor was sent over to the or. The catheter was connected to the old monitor and the new monitor and it continued to read catheter malfunction. The physician then decided to pull the catheter and place a new catheter. The 2nd catheter was placed and icp readings of -2 were obtained (catheter was not able to be placed in a ventricle). Delay in surgery was unknown. There was no patient injury reported. Additional information has been requested but to date, no new information has been received.

Manufacturer narrative:
Integra has completed their internal investigation on 27may2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: eeprom data must be valid because plugging the catheter to an icp monitor didn¿t end in any failure message. The analog connections are within specification. The catheter was plugged to a camino icp monitor (cam02) several times. Everything worked properly. The described ¿catheter malfunction¿ didn¿t occur. An additional linearity at different precision pressure stages was performed. Setpoint (mmhg) spec. (Mmhg): -10, measured: +/- 0.5, (mmhg): -9.6, assessment: passed; 0, +/- 0.5, 0, passed; 10, +/- 0.5, 9.5, passed; 25, +/- 1, 24, passed; 50, +/- 1.5, 48.6, passed; 100, +/- 3, 97.1, passed; 125, +/- 3.75, 121.5, passed; 0, +/- 0.5, 0, passed. The linearity test passed. Furthermore a test for continuous measurement in water with the original eeprom data was performed for about 22 hours to check if the monitor shows catheter failure like describes in the complaint description. The continuous measurement was performed properly by the device. The catheter is working properly. No anomalies have been reported. No ncr or any variances were associated with this lot. The lot met the specification at the time of release. No trend could be determined for this failure mode. The catheter measured properly and the analogue lines were within specification. The eeprom data must be valid; otherwise a failure would have been occurred after plugging the catheter to the test monitor. The described failure mode couldn¿t be reproduced.